Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose value was 400mg/dl and 221 mg/dl. The troubleshooting was performed for the high blood glucose. It was stated that the auto mode was not active at the time of incident. It was stated that the customer was neither in emergency room not admitted into hospital, as a result of high blood glucose. It was stated that the customer been using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.